Manufacturer narrative:
H.6. Investigation: this complaint is for discrepant labeling in the barcode when using phoenix ap ast indicator (246006) batch 1123316. The customer did provide photos for investigation. It showed the material number 246004 in the barcode where it should have read 246006. Based on the photo provided this complaint is confirmed. A review of quality notifications revealed one quality notification for the complaint batch that is related to this issue. A review of complaints revealed no additional complaints for the complaint batch. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported that while using bd phoenix¿ ap ast indicator solution incorrect label information was observed by the laboratory personnel. There was no report of patient impact. The following information was provided by the initial reporter: "this is a report about a label issue."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ ap ast indicator solution incorrect label information was observed by the laboratory personnel. There was no report of patient impact. The following information was provided by the initial reporter: "this is a report about a label issue."